Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused blood which was being delivered in the pediatrics department. When the nurse checked on the infusion after the completion alarm approximately 55 to 60 ml of blood remained in the bag from the original 75 ml. The pump was programmed at 17.2 ml/hr with a volume to be infused (vtbi) of 69 ml. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.